Event description:
During a surgical arthroscopic procedure using a dyonics rf-s whirlwind probe, one of the electrodes reportedly broke off the distal end of the wand. The physician attempted to find the missing electrode causing a surgical delay of approximately 75 minutes. Unfortunately, the device fragment was not recovered. No pt complications were reported as a result of this event.